Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the bipolar yaw pulley between the grips. The instrument had charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Further investigation found that both grips were severely bent causing misalignment of the grips. There was a 0.099" offset at the tips. The grips did not show cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps was producing smoke when using bipolar energy. The customer inspected the instrument after removing it and found that there were signs of thermal damage. The user completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.